Manufacturer narrative:
It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product, and based on our experience, we have determined that the following factors may have caused or contributed to the reported issue, but are not limited to: · lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting a review of the device history records did not reveal any non-conformances that would have contributed to the reported event. The DHR review indicates that the lenses were processed per standard operating procedures and met all final release specifications. Additionally, a query of complaint-handling database revealed no indication of a lot specific product quality deficiency. There is no indication of a product quality issue with respect to manufacturing, design, or labelling. Our lenses are 100% thoroughly inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The customer reported that the haptic disinserted during a lens implantation surgery with a 20g yamane technique on (B)(6) 2023. The lens was explanted.